Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via a merlin.net transmission the pulse generator exhibited a loss of ventricular capture leading to a backup pulse. A high ventricular rate followed the backup pulse. The device would be reprogrammed.